Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A cine was received and reviewed by an abbott vascular clinical specialist. The cine analysis concluded that it is noted that the balloon will not deflate and that it is in a state of partial inflation when retracted into the guiding catheter. The contrast leakage was not seen in the images. It was reported that the contrast ratio was 1:3. It should be noted that the coronary dilatation catheters (cdc), trek rx global instructions for use (IFU), specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issues. In addition, the IFU also states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported deflation issues appear to be related to user error; however, the reported difficulty removing the balloon dilatation catheter and bunched balloon appear to be related to operational context. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal left main coronary artery. A 5.0x15mm trek rx balloon was inflated one time at 9.9 atmospheres (atms) for post-dilatation of an unspecified stent. After inflation, the balloon completely failed to deflate. Negative pressure was held for 10-20 seconds but there was no reaction. The balloon was withdrawn out of the lesion inflated, pressurized at about 9 atms. The balloon finally deflated when it was pulled into the guide catheter using excessive force. Contrast was noted to have escaped proximally from the guide wire notch in the shaft. After the difficult removal of the trek catheter, bunching was noted at the proximal end of the balloon, but no tears. It was further reported that the contrast ratio was 1:3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.